Event description:
A report was received that the patient underwent an explant procedure to prevent infection from occurring because the patient's battery incision site had opened up. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2218-50, serial: (B)(4) and (B)(4), description: enh st lead kit, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.